Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, fecal incontinence. It was reported that they had started to have incontinence again since around 3 days ago and then yesterday ((B)(6) 2024) they started having severe lower back pain and they didn't know if it was related to their implanted system or not. Patient stated it was to the left of their hip, and stated it was almost like "when you have a kidney or a bladder infection, like above my crack on the side of the implant. Patient stated it wasn't where the ins was because the ins was about an inch and a half away from their butt crack to the right of the crack. The patient stated they were able to connect to their therapy settings to check them and they even raised the stimulation up a little bit to where they could feel it. Patient confirmed they did feel it. Patient services asked the patient if they'd had any falls or traumas that could have led to the issue and the patient stated no, but noted that they were pulling weeds and that they stated they didn't think that their weed pulling had been that strenuous. Patient stated it was something they always did everyday but wanted to know if the ins could move because they weren't sure, but it felt like it was a little lower now. Patient services reviewed patient activity compatibility considerations with the patient and the patient stated they thought maybe they just needed to monitor themselves more with what they did activity-wise. Patient services reviewed therapy expectations and stimulation considerations with the patient as well as device description/function and redirected the patient to follow up with their health care provider (hcp) about their concerns but reviewed with the patient they could always try turning the therapy off until they could see their hcp to see if that made a difference. Patient requested assistance in turning the therapy off so patient services reviewed the external devices and walked the patient through connecting to their therapy settings. The therapy was on and the patient was able to successfully turn the therapy off. Patient confirmed that the pain was no longer that bad upon turning the ins off and that as soon as they got up, they felt like they could walk again. The patient stated the pain went away but it was still kind of uncomfortable, however. The issue was not resolved through troubleshooting. The caller was redirected to follow up with their managing health care provider to further address the issue. Patient to reach out to their hcp.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.